Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the electrical plug had bent prongs which caused the sys to intermittently fail to connect. There is no report of injury or death associated with the event described in this complaint.